Event description:
Pt had a total hip replacement in 2009. Redness & drainage at the incision site developed, which cultured staph aureus. Two weeks later, pt had a total hip debridement and poly exchange, due to the right hip infection.